Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent tevar using zta-p-46-233-w1. The target aneurysm was located in the area between the aortic arch and the descending aorta. Since the stentgraft was planned to be placed in the zone 1, 2 debranch was performed prior to tevar. The maximum diameter of the proximal neck was 43mm. The complaint zta-p-46-233-w1 was advanced to the target site by right femoral approach. After the physician adjusted the location of the proximal end of the stentgraft to the location under the brachiocephalic artery, while controlling the blood pressure with rapid-pacing, deployment of the stentgraft was begun. However, due to the pro-form tie, bare alignment stent/the proximal part of the stentgraft expanded bent at approximately 90 degrees against lesser curvature. Trigger wire and pro-form tie were released by manipulating the handle then, but the stentgraft did not follow the lesser curvature and its proximal end was still bent severely((B)(4)). Touch-up ballooning was performed with coda-2-10.0-35-120-40, which fixed bend of the stentgraft, but the most proximal stent was pushed into the second most proximal stent to a small extent. Consequently, length of the landing of the stentgraft on the lesser curvature became shorter than that of planned. A second stentgraft was placed then, followed by an distal extension, which was placed in the overlapped part of the previously placed two stentgrafts. Final angiography confirmed a slight proximal type 1 endoleak. The leak flowed into the aneurysm through the sealed area between the stentgraft and the lesser curvature. So, touch-up ballooning was performed again. Although slight appearance of endoleak remained there((B)(4)), the physician judged it as a minor leak and completed the procedure. Patient outcome: no adverse effects to the patient.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation states that the complaint can not be confirmed because the type 1a endoleak was a secondary effect of the angulated deployment of the stent graft and subsequent balloon correction and not an independant event. The endoleak and further investigation will be handled in (B)(4). Therefore this individual event is not reportable to FDA. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.